Event description:
The dr went into the pt's room and found pt deceased. M2350a's trended history shows "?" For heart rates at 0705 through 0750 8/18/98 (pt found at 0745). The pt was found to have had 2 or 3 leads of her 5 lead pt cable disconnected. The telemetry equipment was thoroughly performance tested and was found to be operating properly and that given the data, it appears the equipment performed properly.